Event description:
It was reported that during a pneumonectomy procedure, the device was used on the pulmonary vessel with a white reload. Bleeding occurred in the pericardia after stapling of the pulmonary vein. The vessel retracted so the bleeding was not identified right away. The blood compressed the heart and the patient died after one hour of reanimation. The surgeon indicated the pulmonary side of the vessel was well stapled, but the vein was probably damaged on the patient side, which caused the bleeding. The device had been reloaded twice. No autopsy has or will be done.

Manufacturer narrative:
Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.